Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. One mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). A second mitraclip was deployed at central a2p2. First mitraclip had single leaflet device attachment(slda) from anterior leaflet due to maneuvering of the clip. However, the slda clip remained stable due to first clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to maneuvering of the clip. The reported poor image resolution was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.